Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that there was loss of atrial capture at maximum output. The atrial lead was repositioned but the following day, loss of atrial capture occurred again. The lead was removed.